Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, the patient with this device experienced difficulty with inflation. The patient reported his device would only get 3/4 hard before the pump wouldn't increase hardness. He could pump but no more fluid entered his penis. After deflating, he could only put a very small amount of fluid back in and then the pump flattened out and wouldn't inflate back to it's round state to continue pumping and stayed flat. The patient tried to release and re-inflate but the device deflated more. No other adverse patient effects were reported.